Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that emitter needed to be replaced. Once the emitter was replaced, the system then passed the system checkout and was found to be fully functional. The emitter was not returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the emitter will not work. There was no patient when this issue was identified.

Manufacturer narrative:
Analysis on the returned axi emitter resulted in an electrical failure being found through functional testing and visual/physical examination. Analysis states that the emitter was tested and software revealed a tca rom error. Unit does not track any instruments. If information is provided in the future, a supplemental report will be issued.